Event description:
Hcp reports physician found cerebrospinal fluid leaking in "spine segment and pump pocket." The physician questions if this may be an infection. There are plans to explant the pump. A follow up report will be sent when additional information is obtained.